Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that the safety and effectiveness of the angio-seal device has not been established in pts with a bleeding disorder, including thrombocytopenia (<100,000 platelet count), thrombasthenia, von willebrand's disease, or anemia (hgb<10 mg/dl, hct<30). The angio-seal instructions for use state that if seeping of blood occurs after placing the angio-seal device, application of gentle digital pressure (one or two fingers) at the puncture site is usually sufficient to produce hemostasis. If manual pressure is necessary, monitor pedal pulses.

Event description:
It was reported that an angio-seal evolution was deployed in the right common femoral arteriotomy (rcfa). A pre-insertion angiogram and ultrasound were performed to ensure correct placement. The artery was reported to be greater than 4 mm. The pt was brought to the emergency dept unconscious, with a ruptured bronchial artery. The radiologist blocked the artery with a coil and closed the puncture site with the angio-seal. Twelve hours later, the puncture site began to ooze. The physician applied manual pressure. Approx 12 hours after that, the physician received a phone call at home stating that the pt was bleeding from the puncture site. The physician took emergency actions; however, the pt died. The pt's autopsy report stated that the treated bronchial artery had ruptured. The physician does not believe that the angio-seal was the cause of the death due to ruptured bronchial artery and also because the pt was hemophiliac. The event date, implant date, and date of death are month specific; the exact dates are unk. No add'l info was available.